Manufacturer narrative:
The lens was requested, but has not been returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the pt's left eye due to a posterior capsule tear that was noticed during lens insertion. Vitrectomy was performed and another lens was implanted in the anterior chamber successfully. The pt is expected to recover with routine post-op instructions. Please reference 2031924-2014-00004 for the delivery device used during the event.